Event description:
A customer reported to baxter corporate product surveillance a largevolume intermate in which a hole was discovered in the bladder. The alleged defect was observed during filling. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed no evidence of a rupture bladder however there was evidence showing that the film wrap was missing from the bladder. The fluid observed in the housing was a result of a missing film wrap. Therefore, the assignable root cause of the leak was determined to be missing film wrap. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found.